Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 20mm amplatzer septal occluder was selected for implantation using a 10f amplatzer trevisio intravascular delivery system. During the procedure, the device repeatedly deformed into a cobra shape. There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. The device was removed from patient anatomy and replaced with another 20mm amplatzer septal occluder to complete the procedure. The patient is reported to be stable. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported event could not be conclusively determined. Please note that per the instructions for use, the minimum recommended size delivery system for use with a 20mm amplatzer septal occluder is an 8-9f. A 10f sheath was used to deliver the device, which could have contributed to the deformed deployment noted, as use of a larger sheath may influence deformations of the device.